Event description:
A product liability was raised. It was reported that the pt had a left total hip surgery on (B)(6) 2011. She was implanted with biolox head and adapter. The surgery was "somewhat complex in that she had some type of sensitivity to metal". Hence, this resulted in "severe destruction of her abductors and large soft tissue-type mass". The pt's postop was complicated with "a foot drop". She stated that her pain is well-controlled. However, the pt reported that she has burning sensations in her foot. She is currently being monitored.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info proved since the pt has not be revised. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).